Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a case the loop wire detached from where it joins at the yellow insulation plastic part during a long resection case, this detached segment had to be retrieved with great difficulty from the patients bladder with biopsy forceps. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the final root cause determination is not possible, as no product has been returned. An analysis of similar complaints on the same product code resulted in the most likely root cause, that the electrode got mechanically overloaded during application. The event is filed under internal karl storz complaint ID: (B)(4).